Event description:
Report received of an extenstion set that "burst" during a power injection of contrast. The patient had a jugular IV access, and the injector was connected to the clave port of the extension set. Warmed omnipaque contrast was injected with a medrad power injector at 4ml/sec. The total amount to be injected was 150ml. After receiving approximately 70ml, the tubing burst below the clave three inches away from the access site. The injection was immediately stopped. There was no reported bleed back. The access was removed from the patient and manual pressure was held to the site. The patient reportedly had an inflitration of contrast to the subcutaneous tissue of the neck and chest. The neck and chest were monitored, and heat was applied to those areas. A repeat CT was done the next day to assess the absorption of the contrast. The customer reported that, "the patient has done fine, there were no major outcomes, just soreness to the area. The patient was discharged 2-3 days ago." There were no reported adverse patient effects. Though requested, no further information was received.